Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 242.4030, and weak 7 segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air -n-line due to 242.4030 error. Replaced dim u4 on display board. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 30jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the ail sensor assembly - faulty (error code 242.4030). During servicing we identified motor stall which constitutes a reportable malfunction. There was no patient involvement. ¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 242.4030, and weak 7 segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Z-2822-2020 lvp led display board assembly. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to 242.4030 error. Replaced dim u4 on display board. A review of the device history record showed the device had a manufacture date of . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 30jul2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 242.4030, and weak 7 segment. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 242.4030, and weak 7 segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information was added to h10, d9, and d8. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.